Event description:
During impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not effected. Case type: tha. Update: "no debris/components were left inside of the patient. No components of the device were missing or disassembled when the issue occurred."

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that during impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not effected. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 45020716 and accepted into final stock on 08/23/2016. No non-conformance were identified during inspection. Complaint history review: review of complaints for p/n 206270, l/n 45020716 within the trackwise database show no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction, impaction platform and the back on the inline-offset impaction broke. The platform cracked in half while taking a piece of the back of the impactor. Impaction was still completed with the robot with no patient harm and outcomes were not effected. Case type: tha. Update: "no debris/components were left inside of the patient. No components of the device were missing or disassembled when the issue occurred."